Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site of their thoracic and cervical system. Additionally, x-ray imaging revealed that the patient's cervical ipg migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both ipgs were repositioned to address the issue [related manufacturer reference number: 3006705815-2026-01095].

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.